Event description:
The customer was hospitalized for high blood sugar levels. The customer ran a self test and leadscrew test on the pump with the nurse educator. The pump passed these tests. The customer was unable to run another test on the pump due to not having tubing clamps at the hospital. The next day, the customer called back to run another test on the pump. The pump did not pass this test and the customer was instructed to continue on the back up plan per doctor's protocol. The customer was advised on the replacement policy.